Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012592887 was returned and analyzed. Visual inspection showed the spiral array appeared knotted and inverted. Additionally, a kinked and twisted guidewire lumen was observed in spiral array region. The spiral array pebax tube appeared kinked, twisted and pinched. As confirmed via ftir (fourier transform infrared) spectroscopy, polytetrafluoroethylene (ptfe) liner was stuck on electrode 2, which was damaged/deformed. Additionally, the capture device adapter tip detached. The slide control function operated as expected without any issues.¿ the steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. The catheter was reprogrammed before connection to the generator via a test catheter interface cable (cic), and therapy deliveries were successfully performed. Hipot verification for the integrity of electrode wires insulation and testing for electrical continuity revealed an open loop for electrode 3 (e3). Further dissection and optical inspection revealed a detached electrode wire from e3. In conclusion, the reported array inversion was confirmed during analysis. The catheter failed returned product inspection due to a crushed/deformed electrode, exposed electrode wires, an inverted and knotted array, a kinked and twisted pebax tube, a distal arm pebax tube pinch, electrode wire to electrode detachment, a guidewire lumen kink and twist, and pfte liner stuck in/on the electrode. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: a data file containing one image file was returned and analyzed. The image file showed the distal spiral array was knotted around distal guide wire lumen, presence of foreign material (white filament), and exposed electrode wires at array proximal arm. In conclusion, the reported "inverted array" issue was observed through data analysis. Additionally, foreign material, and exposed electrode wires were observed. The physical product, pulse select catheter with lot 0012592887, has been returned and the analysis is pending. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, after moving the catheter from the right superior pulmonary vein (rspv) to the right inferior pulmonary vein (ripv), the physician noticed that the catheter array was inverted. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.